Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that when performing the patient positioning control CT required an exemption from the table on the long and lat co-ordinates since they exceeded the tolerance.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. During in-house testing, the problem of the couch values falling outside of tolerance without being flagged requiring an override or correction to proceed with treatment delivery was not able to be reproduced and cause could not be determined. The condition was not readily reproducible by the site and appears to be a one-time occurrence. There was no mistreatment of the patient.